Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical review: there is a temporal relationship between pd therapy on the liberty cycler with cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the liberty cycler and the peritonitis. Additionally, there are no allegations of a device malfunction or leak with the cycler set. Per the pdrn the peritonitis is not related to any fresenius product. All pd patients are at increased risk of infection due to being immunocompromised. Based on the available information, the liberty cycler and cycler set can be excluded as the cause of the patient¿s adverse event.

Event description:
A patient on peritoneal dialysis (pd) for renal replacement therapy (rrt) reported that they had discolored pd effluent during a manual drain. Additional information was obtained through follow-up with the peritoneal dialysis registered nurse (pdrn). The patient presented to the clinic after noting discolored pd effluent. The patient was diagnosed with peritonitis. The pd effluent culture resulted in no growth after five days; however, there was an elevated white blood cell count of 9231 (unknown units). The patient was initiated on antibiotic therapy with vancomycin (route, dose, frequency and duration unknown). The pdrn stated the peritonitis was not related to any fresenius products, but did not provide a suspected cause. The patient is recovering and continuing pd therapy on the liberty cycler.